Event description:
An event involved a cadd reservoir cassette where it was reported that two reservoir cassettes triggered a downstream occlusion alarm, immediately upon pump start-up (cadd solis in continuous mode). The reporter stated that the clamp was handled correctly and the extension line was correctly oriented. Multiple attempts to remove and reinstall the cassette were unsuccessful. The cassette (250 ml) and the pump were subsequently replaced. The pump is not at fault (the cassette shows the same defect on several pumps, and other cassettes do not trigger any alarm on the current pump). The pump was programmed in continuous mode over 24 hours. There was patient involvement, and a delay in therapy of one hour but no harm reported. This may stop delivery and lead to under infusion which may lead to any hazardous situation to the patient while infusion. This report captures the second of two reservoirs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.